Event description:
I had a stent inserted and at the end of the procedure while I was still in the holding area I started feeling very bad nausea and I started vomiting. The doctor was called back and they wheeled me back into the operating room and redid the stent what I was told by the doctors is the following: after the procedure, I went into cardiac arrest and I had to be shocked. I went into cardiac arrest and I had to be shocked back to life.